Event description:
It was reported that the handpiece began smoking during a total knee arthroplasty while the account was trialing a competitor's battery. The procedure was continued with another device. There was no patient injury or any other adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the manufacturer for investigation. The customer sent the device to a third-party facility for repair. The reported condition of the device smoking during usage cannot be confirmed without the product being available.